Event description:
The customer called and reported she was hospitalized for low blood glucose that may have been at 23 mg/dl and customer needed to have the settings on the insulin pump changed. Leading up to the hospitalization, customer was doing yard work. Customer was assisted with rewinding and priming the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.